Event description:
It was reported that the holster gives a green cable error, whereby the cable is pulling away from the casing and the wire is exposed. No further info is available. No reported pt consequence. The unit was returned to the international service center.

Manufacturer narrative:
(B)(4). Eval summary - based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the translational and rotational cables were replaced. Also replaced were the case and fastening material. The device history record has been reviewed via the database. The unit has passed all qa inspections. After servicing the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.